Manufacturer narrative:
Correction: the unmasking of the complaint product revealed the product is a symfony lens, therefore, the following field has been corrected: product code: poe. Additional data: additional information received reported the intraocular lens (iol) model and serial number (sn) as zhr00 sn:(B)(4). Additionally, the iol was explanted on (B)(6) 2019. The patient continued to complaint of starburst. There was no patient injury and no additional intervention performed. The explanted iol was replaced with a non-johnson and johnson iol. The patient is doing well post-op. As a result the following fields have been updated: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00u0240. Expiration date: 3/28/2023. UDI number: (B)(4). If explanted, give date: (B)(6) 2019. Device manufacture date: 3/28/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Brand name: unknown, not provided. Model number: unknown, not provided. Serial number: unknown, not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as there is no serial number provided. UDI number: UDI number is unknown as product serial number was not provided. PMA - unknown since study is masked, product identifiers are not provided. Device manufacture date: unknown as there is no serial number provided. (B)(4). The device is not returning for evaluation as it remains implanted in the patient¿s eye; therefore, a failure analysis of the complaint device cannot be completed. A review of the complaint product cannot be performed at this time since the model and serial number are unknown. Upon unmasking of the complaint product and receipt of the product identifiers an investigation will be completed. Upon completion of the investigation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 6-month study visit, the subject noted being extremely bothered by starbursts, glare and sensitivity to light, all of which caused her difficulty driving at night. The subject returned a month later with visual symptom complaints again. The principal investigator reviewed the subjects noted and determined that the symptoms could be device related. The subject is considering having the lenses explanted, but no plans have been made to date to have that take place. Best corrected distance visual acuity¿s (bcdva¿s) at the 6-month study visit were 20/20 for both od and os. Preoperative monocular bcdvas were 20/40 od and 20/50 os. No additional information was provided. This report pertains to left eye (os). A separate MDR will be submitted for the right eye (od).